Event description:
It was reported that the tps universal driver was rotating backwards during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection wear was found on the driveshaft and the bearings.